Event description:
Dräger has received a user facility report with the following description: "during use on the patient, the screen intermittently went black four times. Each blackout caused the machine to stop functioning. However, approximately three minutes later, the screen lighted up again, and then device automatically restarted and resumed operation". It was stated in the ufr that the event did not lead to health consequences for the particular patient.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and potential repair measures after the event. Dräger contacted the user facility for the purpose to obtain further information but no additional details could be provided by the contact person. The ufr was the only source of information which does not allow a case-specific evaluation. The device is almost six years old, status of repairs and preventive maintenance is unknown. A shutdown would be an indication that the supply with electrical energy got lost. The device is equipped with an internal battery to cover mains power losses for at least a period of time. A complete shut down will only occur if the device ran on battery already until the latter was depleted or if more than one failure condition was present, for example if the device was put into operation with a worn/depleted battery and mains power got lost for whatever reason. Without access to device and or log file, it is not possible to find an explanation for the specific course of event; repeated shut-downs followed by resuming operation after three minutes. A power loss will be alarmed by a buzzer which is buffered by an independent power source (gold cap capacitor). Under consideration that indeed a shut-down has occurred, it may have been related to component malfunction, infrastructure issues, lack of preventive maintenance, use error or a combination of multiple factors. It is recommended to have the device checked by trained service personnel.